Event description:
The pump was returned for multiple loss of prime warnings. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. This report is being made based on results of evaluation.

Manufacturer narrative:
(B)(4). Correction number: 2531779-03/24/2010/003-r. This report is made based on results of investigation completed on (B)(4) 2011. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The time and date resetting is not likely to cause an adverse event, as the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.